Event description:
A 2.5 mm diameter x 24 mm length micro rx coronary stent system was inserted via the radial approach into a patient for the treatment of a mid lad lesion. The vessel morphology was reported to be non-tortuous with severe calcification. It was reported that the device was inserted into the patient to treat a lesion that was pre-dilated. While attempting to reach the lesion site the stent was unable to cross the lesion. The sds was pulled back partially into the guide where it was noted that the proximal part of the stent was deformed. The entire system was retrieved to be the radial artery with the guidewire in the brachial artery. Serveral attempts were made to remove the stent. The sds was cut at the hub in order to advance the micro-snare that successfully retrieved the entire system. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis has been completed. Stent is returned severely stretched. Distal tubing is cut approximately 12 cm from the distal tip. Proximal section of sds is not returned. Distal and proximal pillows are visible. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.